Event description:
The lay user/patient called lifescan (lfs) in 2008, alleging the one touch ultra meter was prompting an apply sample message. The medical affairs specialist spoke to the patient's daughter on six days later. The patient reported the meter issue began approximately 1 to 2 months ago. According to the reporter, she was able to test intermittently, but she became frustrated with the meter and stopped using it, around the beginning of december. At approximately the end of december, the patient reported feeling thirsty and tired. The reporter stated that the patient had not been monitoring her diet intake. The patient tested on the reporter's meter and obtained a result of 468 mg/dl. The reporter advised her to take an extra pill of her oral diabetes medication (reporter did not know the name of the medication) and she continued to monitor her blood glucose. The patient denied receiving medical attention following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and the reporter claimed the patient developed symptoms that can be associated with hyperglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.